Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and upon review recommended a clinical evaluation of the rv lead with isometrics and pocket manipulation. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.